Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 500 mg/dl. The customer did not report motor position encoder error alarm. Customer was able to complete pump rewind. Customer found 4 motor errors when reviewed the alarm history. The customer was advised that the device would be replaced. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 500 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer's blood glucose at time of admission was 451 mg/dl. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with 3 ivs and probably staying there until monday. Customer was wearing the pump at time of hospitalization.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.